Event description:
It was reported that bd plastipak¿ syringe had foreign matter in the syringe. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: two picture samples were received for evaluation by our quality engineer team. Upon visual inspection of the two pictures, a hair was observed within the syringe. A device history record review was performed for provided lot number 1806266 and it did not reveal any detected quality issues during the production process that could have contributed to this incident. The 50ml ll syringes are manufactured within a standard clean area which is kept under a positive pressure to push dust and particles out of the manufacturing area. All operators are required to follow protective clothing procedures. It has been determined that this incident was a result of an operator not following the strict gowning and protective procedures appropriately. As this is the first and only occurrence of this defect for lot number 1806266, the acceptance criteria has not been exceeded. A quality project has been opened to further investigate this issue and reduce the presence of foreign matter in this product.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe had foreign matter in the syringe. No serious injury or medical intervention was reported.